Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and afx vela suprarenal. Approximately three (3) years post initial procedure, the patient presented with a rupture (aorta) and a type 3a endoleak. A re-intervention was done with an implant of several (non-endologix device) excluder proximal extensions. The final patient status was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak of the aortic components, rupture, and secondary endovascular procedure were confirmed. This is consistent with the reported adverse events/incidents. The most likely causation for the type 3a endoleak was the angulated aorta (70 and 72 degrees respectively for juxtarenal and infrarenal angles). The neck to sac angulation increased from 53 to 72 degrees. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable on post-operative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2: h6:device codes :remove code 3190; h6: result code: remove code 3233; h6: conclusion code: remove code 11.